Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: (B)(6) 2021, this 74-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of a proximal zta-pt-42-38-173 and a distal zta-pt-42-38-173, starting at zone 2. The proximal neck was irregular with no thrombus or occlusive disease and mild tortuosity and calcification. The distal neck was parallel with no thrombus or occlusive disease or tortuosity but mild calcification. There is localized angulation >45 degress in a segment of aorta which deployment of the device is intended. The distal neck diameter was reported as 31-32 mm. The distal seal zone is planned to be 55 mm. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On 25jan2021, follow-up imaging revealed patent study devices, no thrombus, no device issues, and a type ib endoleak. The endoleak was considered not related to the study device, but related to the procedure, noting ¿not adequate sealing in the distal landing zone.¿ on 03aug2021, follow-up imaging revealed patent study devices, thrombus in a study device (B)(4), no device issues, and persistence of type ib endoleak. On (B)(6) 2022, the patient experienced a fall accompanied by pain, fatigue, decreased blood pressure, difficulty swallowing, and loss of orientation, no pathology was identified. The event was not treated and was not related to the study device/procedure. On (B)(6) 2022, the patient underwent secondary intervention for the type ib endoleak. Distal placement of an additional proximal tapered component. The secondary intervention for the type ib endoleak was successful, with resolution noted. The site has added an exit form for patient (B)(6), noting death on (B)(6) 2022 (443 days post-procedure). Cause of death was heart failure, a pre-existing condition prior to procedure (no relationship to device or procedure). The site was informed by family. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft. This complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that the patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) and there is localized angulation over 45 degrees. According to the instructions for use the safety and effectiveness have not been evaluated in patients with leaking, pending rupture or ruptured aneurysm. In addition, no localized angulation should be larger than 45 degrees. The device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. It is reported that the endoleak is related to ¿not adequate sealing in the distal landing zone¿. Whether this is related to length of seal zone or an incomplete vessel wall apposition is unknown. In addition, there is localized angulation over 45 degrees in a segment where the complaint device is deployed and this could also be a contributing factor for the type 1b endoleak. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref#: (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (B)(4) zenith alpha thoracic post market retrospective study): a type 1b endoleak was noted 2 days post-procedure and required a secondary intervention. On (B)(6) 2021, this 74-year-old male patient was emergently treated for a fusiform thoracic aortic aneurysm (contained rupture) with placement of a proximal zta-pt-42-38-173 and a distal zta-pt-42-38-173, starting at zone 2. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On (B)(6) 2021, follow-up imaging revealed patent study devices, no thrombus, no device issues, and a type ib endoleak. The endoleak is entered was considered not related to the study device, but related to the procedure, noting ¿not adequate sealing in the distal landing zone.¿ on the same date, the patient experienced 3 other adverse events: pleural effusion which was surgically drained and not related to the study device/procedure: delirium which was treated with medication and not related to the study device, but related to the procedure, and paroxysmal atrial fibrillation which was not treated and not related to the study device/procedure. On (B)(6) 2021, follow-up imaging revealed patent study devices, thrombus in a study device, no device issues, and persistence of type ib endoleak. On (B)(6) 2022, the patient experienced a fall accompanied by pain, fatigue, decreased blood pressure, difficulty swallowing, and loss of orientation, no pathology was identified. The event was not treated and was not related to the study device/procedure. On (B)(6) 2022, the 12-month follow-up indicated no further adverse events and did not include imaging. On (B)(6) 2022, the patient underwent secondary intervention for the type ib endoleak. Distal placement of an additional proximal tapered component. Patient outcome: the secondary intervention for the type ib endoleak was successful, with resolution noted.